Manufacturer narrative:
Additional narrative: reporter's phone number was not provided. The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the motor power was too low and the upper trigger was jammed. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the motor power on the compact air drive device was too low and its upper trigger was jammed. The event was not related to surgery. There was no patient involvement reported. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.